Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. There was gate vestige remaining on the clamshell preventing proper seating of the adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. Root cause analysis of defective clamshells showed damage to the connector as a result of the manufacturing and assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal pancreatectomy surgery, nurse inserted the handle into the shell and tried to load the adapter, but could not connect them because a projection at the connection of the shell and the adapter are in the way. The procedure was completed with another device. The status of the patient was reported as no problem.